Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-dec-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pocket had failed. The field service engineer (fse) identified that all cubies failed during testing in the hardware testing application, replaced the mother of all boards (moab), and reconfigured the drawer. Functionality was verified through testing, and the user confirmed access to medications with no patient harm or delay, aside from using an alternate pyxis device. The pharmacy technician also verified proper drawer operation. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer pocket was failed, unable to recover and required maintenance. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.